Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2018 with blood glucose level was 425 mg/dl. Customer experienced symptoms such as headache, nausea. The customer was treated with intravenous fluids, manual injection and potassium. Customer did not allege pump was under delivering. Customer was using auto mode. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.